Manufacturer narrative:
The troponin t hs stat reagent lot number was 82721101 with an expiration date of 30-apr-2026. The customer also complained of liquid level detection (lld) instrument alarms. Calibration and qc were acceptable. The field service engineer (fse) found an issue with the sample/reagent probe and replaced it. The instrument was operating within specification. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 analyzer (rack system). The initial result was 32 pg/ml. The repeat result was < 3 pg/ml. The physician questioned this result and requested repeat testing. The sample was repeated with a result of 34 pg/ml.

Manufacturer narrative:
Sections a2, a3a, a5 and b7 were updated.